Manufacturer narrative:
The field service technician has not completed the evaluation of the ventilator.

Event description:
It was reported that the ventilator does not power up and has a burnt wire smell. This ventilator had been in storage prior to the reported issue and was not connected to a patient.